Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: ambi had an ascites and a pleural puncture at the gynecological oncology clinic. Two sets were used with two different lot numbers. There is a problem with the separation of the safety sleeve and the trocar sleeve. Only after applying force attempted by 2 people was it possible to loosen the connection (screw cap similar to luer lock). One of the connections had to be cut open with scissors.